Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel dxc 600 pro instrument, and identified the failure mode as multiple parts. The fse replaced the smart module 63, reagent syringe drive, carbon bridge, and cleaned the ratio pump which resolved the issue. Pt info: information not provided by customer. (B)(4).

Event description:
The customer reported the generation of erroneously low sodium (na) and chloride (cl) patient results on their unicel dxc 600 pro instrument. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.